Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr = 2.8, second test inr = 0.9, third test inr = 1.1, fourth test inr = 1.7. Caller alleged discrepant results compared with the lab. Results as follows: see scanned table.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060019: first test inr = 2.8, second test inr = 0.9, third test inr = 1.1, fourth test inr=1.7. Mean = 1.625; sd = 1.04; %cv = 64%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. See scanned table. Based on the above test results, per pr 0103, retained strips lot 060019 meets the criteria for strip precision.